Event description:
While nurse was trying to activate the hot pack, it burst. The contents landed on her arm. She immediately washed her arm off with soap and water. She had no side effects and no harm.

Manufacturer narrative:
We received one sample which was already activated. The root cause for issue burst was determined to be due to a torn pouch resulting from machine/equipment variation. Preventive maintenance for the chain on the machine will be updated to ensure it is changed at the appropriate interval to reduce variation in the production process. A check for the clips on the machine will be created to ensure they are being checked and changed at the proper interval to reduce variation in the production process. Cardinal health will continue to monitor complaint trends for this type of issue.